Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal for failure analysis evaluation. There was no damage observed during visual inspection. The insufflation port was not broken and the stopcock was not loose. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of black seal broke off the cap of the universal seal. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the universal seal was inspected prior to use and appeared normal. The fragment fell inside of the patient during insertion of a hook instrument into the patient. The universal seal was in use for about 30 minutes prior to the issue with no functionality issues observed. The fragment was retrieved and pulled through the cannula. No additional surgical procedures were required to remove the fragment. No post- operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The fragment was not saved. There are no photographic images or video recordings available for isi review.